Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.

Manufacturer narrative:
No devices and photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were received. Review of the primary notes confirms that the patient underwent a right total knee arthroplasty on (B)(6) 2014 due to severe degenerative joint disease of right knee. It was reported that the patient had a history of progressive severe pain in the right knee. It is stated that trial components gave acceptable extension and flexion, well-balanced gaps and excellent tracking of the patella. The final components were placed using cementless technique. Range of motion and stability were found to be excellent through-out with well-balanced gaps and acceptable tracking patella using a no-thumb technique. The patient was transferred to the recovery room in stable condition. There was no intraoperative complications and minimal blood loss. Patient underwent surgery on (B)(6) 2015 for tm tibia revision. It was reported that tibia was well fixed at the time of surgery. Product history search revealed no similar complaints and products were found to be compatible.